Manufacturer narrative:
Evaluation results: limited information, root cause unknown. No device returned. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: limited information, root cause unknown. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
The physician was using two (2) in.pact pacific drug eluting pta balloons to treat a lesion in the femoral artery. The lesion was de scribed as eccentric without calcification. No resistance noted during insertion or with accessory equipment. During the procedure, one inpact pacific device was used successfully to treat the lesion. When the second device was being used, the balloon of the second device could not be inflated because it showed a ¿waist¿ in the balloon. The device was withdrawn out of the patient and inflated again, but the ¿waist¿ remained. The balloon was inflated once inside the patient and once outside the patient; highest inflation applied was 7 bars. No clinical sequelae or patient injury reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
Evaluation summary: visual and tactile inspections were performed on the device and no issues were found on the luer and shaft. The balloon was found with several wrinkles in the middle, in a well-defined area. During the analysis it was possible to insert a 0.018¿¿ guide wire, without any problem. The balloon surface was analysed using a microscope. The device was first purged, and the wrinkles were evident in an area of the balloon. Inflating the balloon first at 2 bars, than at 4 bars, the wrinkles remained evident and the balloon profile resulted deformed. Increasing the pressure until 10 bar no wrinkles of profile deformation are visible, but the guide wire tube showed signs of torsion in correspondence of the aforementioned deformation. The balloon was deflated and it was possible to see again the wrinkled area. No additional problems/damages were found in the tip and in any part of the device.